Manufacturer narrative:
DHR was reviewed, and the pump passed all previous tests. There is one previous complaints on this device. Nimbus ii plus 714415 never received the correct library during configuration. The configuration failed multiple times and the pump went to the customer without the correct library loaded. Reported issue is confirmed. Pump does not meet passing criteria. A CAPA has been opened in order to fully investigate and address the root causes of the reported event

Event description:
On february 23, 2023, infutronix received a report from a healthcare facility that an infusion pump had the incorrect library loaded. No patient was harmed reported.